Event description:
On (B)(6) 2022, approximately 1720, rcp noticed patient was unable to maintain adequate tidal volumes and suspected a possible leak in patient's tracheostomy tube. An emergency trach change was performed, and same size trach tube was inserted (B)(4) with no complications. FDA safety report ID# (B)(4).